Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. Programming of the device could not mitigate the stim. An invasive lead revision procedure was performed and this lead was repositioned.